Event description:
There was an allegation of questionable high potassium results for several patients from the cobas 6000 c 501 analyzer. The patients were sent to the ER and redrawn. The results for the new samples were normal potassium levels. Subsequently, the customer repeated the original samples on their other c501 analyzer, and the results matched the initial results one specific example was provided: the initial result was 7.3 mmol/l. The patient was sent to the ER and redrawn. The result was a normal potassium result. No specific result was provided. The original sample was then repeated on another cobas c501, and the repeat result matched the original result of 7.3 mmol/l.

Manufacturer narrative:
The analyzer serial number was (B)(6). The customer suspected something pre-analytic caused the issue, either at the time of draw or during specimen processing. The field service engineer checked the analyzer and could not find a cause. The investigation is ongoing.